Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.037.022; lot: f-23353; manufacturing site: selzach; supplier: sphinx ag; release to warehouse date: 12.apr.2018. The device history record shows this lot of 106 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the surgeon performed an open reduction internal fixation (orif) to fix a left femoral fracture using the 60 mm cannulated bulb reamer from the dynamic helical hip system (dhhs) set. After using the instrument, the surgeon requested to use the 6 mm/9 mm cannulated step reamer from the trochanteric fixation nail-advanced (tfna) system set for additional reaming due to the patient's dense bone quality and to reduce the risk of the femoral head rotating during implantation of the helical blade of the dhhs. When reaming with the 6 mm/9 mm cannulated step reamer, the point of the cannulated drill bit sheared off into the patient¿s femoral head. The surgeon then pulled out the reamer and noticed that a small fragment of the drill bit was lodged in the femoral head. He used x-rays to see if it could be retrieved. After roughly 20 seconds of imaging time, it was determined that the small piece of the drill bit could not be retrieved. No other medical intervention was required. The case was completed successfully with ten (10) minutes delay. The patient outcome was great. Concomitant device: 6 mm/9 mm cannulated step reamer (part: unknown, lot: unknown, quantity 1). This report is for a 6 mm/9 mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).